Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly. It was observed that the one of the domes of the power button switch, dome sw36 would respond intermittently and was observed to be worn. However, the other dome, sw37 was also worn but operated properly. Physio-control further evaluated the removed system controller pcb assembly. It was determined that integrated circuit chip, designator u65 was inoperative; which caused the device to be unable to detect the connection of a defibrillation therapy cable assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that intermittently the device on/off button was responding. Physio also observed that the device was unable to detect to detect that a defibrillation therapy cable assembly was connected. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.